Event description:
While community hlth was nurse reaching into their nurse bag to get out supples, they were pricked by a pointy object. When removing object from bag it was noted that it was a needle sticking out through the side of the red sharps container through the plastic bag. Needle was from an unidentifiable source. Used needle (25g 5/8 in.) Needle.